Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: during investigation, the pump was powered on to a normal resolution and contrast display. The pump was opened to find moisture corrosion on the printed circuit board, motor housing, and battery housing. No moisture was found in the battery compartment. The complaint of a blank display was unable to be duplicated.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.